Event description:
It was reported that the ilet shut down in class due to loss of power, after which the dexcom g7 was not paired, leading to elevated blood glucose; the school nurse charged the ilet, entered a fingerstick value, and assisted with reconnecting the continuous glucose monitor (cgm), after which insulin delivery was resumed. Symptoms included irritability associated with a verified blood glucose of 495 mg/dl. Outcomes included temporary interruption of automated insulin therapy with subsequent recovery after device charging and cgm troubleshooting, with no medical intervention beyond school-based management and no hospitalization. Investigation included remote troubleshooting and user education focused on cgm pairing and device power restoration. Investigation of this case revealed cgm not paired and device unavailability due to depleted battery as contributory factors, with no evidence of hardware malfunction of the pump or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment related to device power management and cgm pairing.